Event description:
The customer stated they were receiving questionable results for free t4 (ft4) on their modular analytics e-module (serial number (B)(4)). The customer provided data for two samples with discrepant results reported outside the laboratory. The customer received a thyroid panel with incongruous results and repeated the ft4 tests. Repeat testing was performed on the same e-module and issued as a corrected report. The first patient's initial ft4 result was 7.01 ng/dl. The repeat result was 1.58 ng/dl. The second patient's initial ft4 result was 6.47 ng/dl. The repeat result was 1.11 ng/dl. The customer was not aware of any adverse affects to the patients as a result of this event. The customer refused a service visit. The customer resolved the issue by troubleshooting the analyzer. They performed liquid flow cleaning three times and measuring cell preparation twenty times.

Manufacturer narrative:
The other assays related to this event are reported in medwatch reports patient identifiers: (B)(6).